Manufacturer narrative:
A sample from the patient was submitted for further investigation and the customer's result was confirmed. In further testing, the sample showed evidence of containing specific igg to rubella. The sample can be considered reactive and therefore the positive elecsys rubella igg result was likely correct.

Event description:
The customer received a questionable (B)(6) result for one patient sample. The initial result was (B)(6). The sample was sent to another laboratory and the result was (B)(6) which was considered to be (B)(6). The result was also (B)(6). An additional result of (B)(6) ui/ml from (B)(6) 2013 was provided and believed to be a second analysis of this sample. Clarification has been requested. No information was provided to determine which result was reported outside the laboratory or if the patient was adversely affected. The (B)(4) reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).